Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to lens was not stable in the eye. The surgeon enlarged the incision to remove the lens and implanted an anterior chamber lens. Sutures were placed. Additional info has been requested. Please reference MDR #1119279-2014-00309 for the lens used during the event.